Event description:
Additional information received reported more passes were needed but not another surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported a surgical procedure was required. The event was caused by the thrombectomy. It had a causal relationship to the procedure. The event was not related to disease understudy.

Event description:
Additional information received reported on (B)(6) 2024 repeat pulmonary complications led to death. Assessed as possibly related to study procedure. Ischemic spots assessed as causal to study procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported no hospitalization, treated with surgical procedure, no other actions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient had a presence of small ischemic spots on the 24-hour control post procedure. There was no treatment or other action taken. The event was recovered/resolved on (B)(6) 2025. The event was not a recurrent or new stroke. The event was causally related to the disease under study and not related to an underlying condition or disease. The event did not result from a device deficiency. The site assessed the event as not related to the devices or procedure, however, the sponsor assessed as possibly related to the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a react catheter patient¿s clot pushed distally, passing from m2 to m3-m4. Patient details: mrs not available and nihss score 21. The event was assessed as sae, causally related to procedure and possibly related to study device utilized. Location of proximal face of clot 1: pre-procedure mtici score 0 and final post-procedure mtici score 0. Ancillary devices: aspiration catheter 3 max, stent retriever trevo 3x20, stent retriever nimbus additional information received that a potential complaint of failed mechanical thrombectomy attempted for a clot occlusion mca, m2 - l. A total of 7 passes performed with react -68 and other non-medtronic mt devices with mtici 0 after each pass. The accessed vessel was the femoral artery with a clot location in the mca, m2-l. Additional information received reported lesion characteristics (location, size, type, side, dimension, etc.): clotpushed distally, passing from m2 to m3-m4. The patient vessel tortuosity was unknown. Final post-procedure mtici score was 0. Post-procedure 24h nihss 22 and outcome of the event is not reported. It was unknown if the device was prepared as indicated in the IFU (inspection, hydration, etc.).

Event description:
Additional information received reported the patient passed away at neurovascular intensive care unit (head of department: dr. (B)(6)) at (B)(6) hospital. The death was assessed not related to the medtronic device or therapy, causal relationship to an underlying condition or disease. The patient was admitted on (B)(6) 2025 with an extensive left-sided sylvian infarction. Despite attempted revascularization, he had not recovered and retained massive right hemiplegia, mutism, and had to be fed by nasogastric tube. Pulmonary complications recurred in this diabetic patient with known cardiological conditions, leading to his death on (B)(6) 2025. The pulmonary complication was a respiratory infection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.